Event description:
Itching on feet, legs, arms and hands [pruritus]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) male patient, initials (B)(6), with bilateral osteoarthritis (left being worse than right). The patient's medical history was significant for hypertension and hyperlipidemia. It was reported that, in (B)(6) 2011, the patient was stung about ten times by wasps. The patient reported of developing itching after eating chicken eggs. On an unspecified date (B)(6) 2011, the patient initiated synvisc one (hylan g-f 20) at 6 ml, once in left knee. The synvisc lot number was not provided. Later, the patient received synvisc-one in (B)(6) 2011 in right knee. Synvisc-one injection was repeated in (B)(6) 2011 and in (B)(6) 2011. On an unspecified date, in 2011, the patient developed itching on feet, legs, arms, and hands. The patient reported that, he felt as if someone was scratching him. The patient was treated with prednisone and cortisone cream without relief. No action was taken with synvisc one. The event of itching on feet, legs, arms and hands was not yet recovered. Concomitant medications included lisinopril and simvastatin. The intensity for the event of itching on feet, legs, arms and hands was not provided.